Manufacturer narrative:
The product has been returned for analysis. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent an elective device replacement procedure. During this procedure the physician suspected that the lead had perforated the heart wall. As a result the lead was removed and replaced. No additional adverse patient effects were reported.